Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva tpn bag was received with a broken port cap. This was found after compounding with an amino acid nutritional/electrolyte solution. There was no patient involvement. No further information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a broken port cap. The port cap was detached from the bag. The reported issue was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.